Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Sales executive reports: "I received a call today from a care manager at the hospital about a complaint after using chloraprep. There was hyperemia in the vascular access of 5 patients, they performed all the evaluation of infused drugs but the conclusion was that this occurred after the use of chloraprep. We always advise in training the need to wait 2 minutes for the product to dry before occlusion with a dressing, but it was identified that this waiting may not have occurred. They ended up contacting us to request specific training from this team where the reactions took place".